Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer complained that a patient's sample yielded a false negative reaction with cells 1 - 3 of biotestcell 3. Despite several inquiries, the customer was not able to provide us with a date of event for this incident. The customer was neither able to send us the patient sample nor the allegedly defective product of biotestcell 3. Therefore our quality control laboratory is re-testing with the retained sample of this very lot. Testing is still ongoing. As soon as we'll get the test results from our quality control laboratory, we will send our final report on this incident.

Event description:
The customer complained that two patient samples, one with an anti-k and the other one with an anti-e, yielded false negative reactions with biotestcell 3. Despite several inquiries the customer was not able to provide us with a date of event for this incident. The customer had returned neither the patient sample nor the supposedly defective product. At the time this complaint was filed, the allegedly defective lot had already been expired since three months. Therefore a testing of the retained sample in our quality control laboratory was not possible. In september the allegedly defective product had been tested with different weak antibodies including anti-e and anti-k and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.